Event description:
Event description boston scientific received information that during a lead revision for dislodgement, this transvenous ventricular lead became caught in the subclavian junction where it became very narrow. In the process of repositioning the lead, it became so tight that the proximal coil got caught up somewhere in this area. This caused the seperation of the coils on the proximal end of the proximal coil. It was explanted and replaced with a competitor's model.